Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as intractable spasticity and post spinal cord injury. It was reported the patient said it seemed like the device was not delivering the medicine. It was noted the patient was having spasms. No further complications were anticipated/reported.